Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (medical device problem code and investigation conclusions).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (type of investigation).

Event description:
(B)(6), a cicu rn, called requesting assistance for multiple gas loss alarm on a cardiosave. She reported the balloon catheter is inserted via axillary artery. She had troubleshot the alarm by pressing the iab fill key each time. She verified there was no blood, discoloration, or flakes in the helium tubing and all connections were secure. Esp team reviewed a screenshot of the iabp monitor which revealed a kink with evidenced by the square peaks of the balloon waveform. (B)(6) also stated the pump also alarmed a iab catheter restriction previously and that the patient repositions in the bed frequently, and cannot stay still. Esp team recommended nursing interventions to reposition and to assess the insertion site/dressing for restrictions and also recommended obtaining a chest xray. No harm or injury to the patient was reported.

Manufacturer narrative:
Other contact phone number: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Manufacturer narrative:
Updated fields b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. A cicu nurse, (B)(6), contacted emergency support regarding repeated gas loss alarms on a cardiosave iabp system. The patient¿s balloon catheter was inserted via the axillary artery. Brianna had been temporarily resolving the alarms using the iab fill key and confirmed there were no signs of blood or debris in the helium tubing and that all connections were secure. A review of a screenshot from the iabp monitor showed a balloon waveform with square peaks, consistent with a kink or mechanical restriction. Brianna also noted the pump had previously alarmed for iab catheter restriction and that the patient frequently repositions in bed and cannot remain still. Support recommended repositioning the patient, assessing the insertion site and dressing for restrictions, and obtaining a chest x ray. Brianna agreed to these steps and would call back if the issue persisted. Since the product was not returned, we were unable to perform a device evaluation. Based on the event description, the insertion was reported to be axillary, which is not the method described in the device instructions for use. This may have contributed to the reported failure. Additionally patient movement can alter catheter position, leading to kinks or occlusions consistent with the waveform abnormalities and the catheter restriction alarms observed. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.